Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak from the I-beam tubing through pinch valve vl25 on the sample access module. The fse replaced the tubing through pinch valve vl25 to resolve the leak and verified the repair as per established procedures. (B)(4).

Event description:
The customer reported noticing a leak under the coulter lh 750 hematology analyzer when attempting to run a sample in manual mode. The customer indicated that approximately 1 liter of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and face protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.